Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification, and the off no power alarm functioned properly. No blank display was noted. No damage was found on the lcd isolation tape. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 105 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.